Event description:
Baxter reported leakage between the silicone tube and the patient adapter that occurred after the transfer set was in place for 6 months. It was reported that the cover on the tube near the patient adapter was slightly shifted. No patient injury or medical intervention was associated with this incident per the international affiliate.